Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to pacing impedance measurements of greater than 2000 ohms. After the lss, impedance measurements decreased to the 500 ohms range, and rv noise and oversensing were noted due to myopotential oversensing. It was noted the increase in pacing impedances had been gradual. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to pacing impedance measurements of greater than 2000 ohms. After the lss, impedance measurements decreased to the 500 ohms range, and rv noise and oversensing were noted due to myopotential oversensing. It was noted the increase in pacing impedances had been gradual. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead also exhibited high pacing threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information has been requested from the field. If additional information is received, this report will be updated.